Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements. Noise was also observed. Boston scientific technical services (ts) discussed this lead has been implanted for almost 17 years. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements. Noise was also observed. Boston scientific technical services (ts) discussed this lead has been implanted for almost 17 years. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this patient presented to the emergency room due to chest pain. Upon further review, noise was observed on the ventricular channel. Additionally, rv impedance measurements continue to be high out of range. No adverse patient effects were reported. At this time, this device system remains in service.